Event description:
Additional information received reported that the patient had a complete explant on (B)(6) 2012. It was noted that the stimulator would not work and that the device was explanted without troubleshooting or reprogramming. Patient symptoms included pain in the back and legs with the left being worse than the right. The reporter noted that it was discussed to have the patient re-trialed and to implant a new implantable pulse generator system if the patient received adequate coverage.

Event description:
It was reported that the patient had issues maintaining the charge of their implanted neurostimulator. The patient intended to have their neurostimulator removed, but the removal has yet to be verified. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 39565-65, (B)(4), implanted: (B)(6) 2010, explanted: unk. Antenna: model 37092, lot# 254980001. Programmer: model 37743, (B)(4). Recharger: model 37752, (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37092, lot# 254980001, implanted: (B)(6) 2010, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).